Manufacturer narrative:
Correction information sections: b.1 & h.1, d.1, d.4, h.10, h.4 additional information section: d.6b advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient was successfully activated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section h.6 advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient was successfully activated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced incorrect device placement. The recipient underwent repositioning surgery on (B)(6) 2025, due to incorrect electrode placement during the recipient's revision surgery that occurred on (B)(6) 2025. The surgery went well and complete insertion was noted.